Manufacturer narrative:
Other relevant device(s) are: product ID: 9735602, 9735634. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while the site was loading images for an upcoming case, they did not notice the power cable was missing the grounding prong. Due to this, the site noticed a burning smell coming from the monitor later on and now the system will not power on. No patient involved.